Event description:
It was reported that during the primary left knee implantation the impactor would not hold the implant and the implant fell onto the floor. A back up instrument and device were immediately available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device exhibited normal signs of wear and tear with no signs of abuse or misuse. Dimensional inspection: not performed as the functional inspection proved the device to be fully functional. Functional inspection: as the mating baseplate was not returned, one was procured from finished goods (cat. No 6541-4-805, lot no.: mkyra) and functionally tested with the impactor extractor. The device was found to securely hold the baseplate and therefore was fully functional. Upon locking, the locking lever had only traveled about 3/4 of its available distance leaving pleanty of room for aditional adjustment if it had been needed. The event was not confirmed. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during the primary left knee implantation the impactor would not hold the implant and the implant fell onto the floor. A back up instrument and device were immediately available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.